Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, the svc coil impedance measured 254 ohms up from a trend in the 40-60 ohm range. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient heard an alert and came into the office for a visit. The svc coil on the right ventricular lead impedance was high and a possible fracture was noted. The rv coil and rv pace/sense impedances were noted to be stable. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.